Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y-site port (clearlink). The set was leaking despite a non-baxter green alcohol cap being in place. This occurred during patient use. To resolve the event, new fluids were given and the tubing was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, e4, g2 (add source), h3, h6, h10, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage, gravity, and water referee back pressure testing (on the clearlinks) along with priming were performed and no defects were observed. The sample was connected to an in-lab spectrum iq pump and a simulation of the usage process was performed with no defects observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.